Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that since implant of the cardiac resynchronization therapy defibrillator (crt-d), they have experienced heaviness in their arm on the same side as the implant and it hurts all the way down to their fingertips. The patient also mentioned at the time of implant, "they had to go in twice." Follow up was conducted and it was noted that the patient's symptoms were not related to a product performance issue and the left ventricular (lv) lead was repositioned. The crt-d and lv lead remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the lv lead was re-positioned due to dislodgement on the date of implant, the pocket was re-opened and, lead re-positioned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.